Event description:
During an endovascular therapy (evt) procedure, a non-cordis catheter was inserted from the right elbow. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), a saber rx8mm2cm155 rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion, then a 10mm x 60mm smart stent was attempted to be implanted. At the proximal edge of the smart stent the lesion was severely calcified, therefore the stent was insufficiently deployed. The saber balloon was inflated at maximum inflation pressure of 18 atmospheres (atm). However, the balloon ruptured. The physician tried to remove the balloon, but the balloon got stuck to the non-cordis catheter. The balloon and the catheter were both pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon was pulled strongly, and the balloon remained in the blood vessel and only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. It was noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The ruptured balloon was removed during surgery and the patient is now recovering. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin was in place during advancement towards the lesion. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. The inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was little vessel angulation and vessel tortuosity. There was 80 percent stenosis and the devices were not used for a chronic total occlusion (total occlusion >3 months). The target lesion was the common iliac artery (cia).

Manufacturer narrative:
During an endovascular therapy (evt) procedure, a non-cordis catheter was inserted from the right elbow. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), a saber rx 8mm x 2cm 155 rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion, then a 10mm x 60mm smart stent was attempted to be implanted. There was 80 percent stenosis and the devices were not used for a chronic total occlusion (total occlusion >3 months). The target lesion was the common iliac artery (cia). At the proximal edge of the smart stent the lesion was severely calcified; therefore, the stent was insufficiently deployed. The saber balloon was inflated at a maximum inflation pressure of 18 atmospheres (atm) however, the balloon ruptured. The physician tried to remove the balloon, but the balloon got stuck to the non-cordis catheter. The balloon and the catheter were both pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon was pulled strongly, and the balloon remained in the blood vessel and only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. It was noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The ruptured balloon was removed during surgery and the patient is now recovering. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The guidewire port was flushed as outlined in the IFU. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin was in place during advancement towards the lesion. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. The inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was little vessel angulation and vessel tortuosity. The product was not returned for analysis. Additionally, as the sterile lot number is unknown, a product history review could not be performed. The reported ¿stent-ses incomplete expansion¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event. The reporting reference number for the other event is 9616099-2020-03617.

Event description:
During the procedure, a non-cordis catheter was inserted from the right elbow. The target lesion was the common iliac artery (cia) for stent implantation. After measuring the blood vessel diameter with the intra-vascular ultrasound (ivus), an 8mm x 20mm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated as pre-dilation to the target lesion then a 10mm x 60mm smart stent was implanted. At the proximal edge of the smart stent was a severely calcified lesion, so the stent was insufficiently deployed; therefore, the saber balloon was inflated at maximum inflation pressure of 18 atmospheres (atm) as post dilatation, however, the balloon ruptured. The physician tried to remove the device, but the balloon got stuck to the non-cordis catheter. Since the balloon could be stored in the catheter, both were pulled back together. However, upon reaching the vicinity of the puncture site, the shaft of the saber balloon catheter was pulled strongly resulting to the balloon part to remain in the blood vessel. Only the shaft of the device came off. The balloon marker came off the shaft and came out of the patient¿s body alone on the unknown guidewire. The physician thinks that the remaining balloon might be affecting the patient¿s body, or the guidewire cannot move. The physician also thought that the cause of the balloon rupture was due to increased pressure more than the rated burst pressure (rbp). It was also noted that the guidewire lumen of the saber balloon was crushed and there was a possibility that resistance to the guidewire had occurred. The physician requested for the removal of the remained balloon from cardiovascular surgery. The rupture was removed during surgery and the patient is now in good shape and has been recovering from the symptoms after the fragments were removed by a surgical procedure. There were no abnormalities noted before or during the procedure. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. There were no anomalies noted on the devices when removed from the package. The devices were inspected and prepped according to the IFU and no anomalies were noted during prep. There was no difficulty removing the product from the hoop, removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis contrast media was used with contrast to saline ratio of 1:1. A non-cordis inflation device was used which was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The intended procedure was for an endovascular therapy (evt) and lesion was the right common iliac artery. There was little vessel angulation and vessel tortuosity. There was 80 percent stenosis and the device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no excessive force applied during the procedure. When the smart control stent was removed from the tray, the stent was still constrained within the outer member/sheath. The temperature exposure indicator on the pouch of smart control was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It was it verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no difficulty encountered flushing the device. A non-cordis 90cm sheath, a non-cordis 300cm guidewire and a non-cordis 90cm guide catheter were used in conjunction with the device. An approach was made from the right brachial artery. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force applied during deployment of the stent. The smart control locking pin in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The smart control was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. The smart control or other products used did not kink or bend at any time during procedure. The tantalum markers (smart control) were observed to open symmetrically. The smart stent was implanted by following the IFU and the lesion was covered with the stent. Aside from post dilatation of saber balloon, there was no other intervention done to complete stent procedure. The smart control device will be returned for analysis. There were no procedural cd/images available for review. Other procedure details were requested but are unknown.